Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's (B)(6), which states, ¿patient receiving infusion of insulin and d10w. Pump malfunctioned and stopped infusing. During troubleshooting, clinical staff noticed that the safety clamp on the insulin infusion did not automatically engage when removed from the lvp module. The roller clamp was also not engaged. Approximately 20-30 units of insulin ran into the patient before the issues was noticed." Over-infusion.